Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a large abdominal aortic aneurysm and bilateral iliac aneurysms. Vessel morphology was not reported. It was reported that the patient was morbidly obese and has a history of chronic obstructive pulmonary disease. An aortogram revealed an extremely large aneurysm which in the ap projection which appeared to extended into the renal arteries. A CT angiography revealed a 90 degree angulated aortic neck of at least 2 cm in length. The main talent stent graft was inserted and positioned at the level of the renal arteries. The stent graft was deployed after which a peri-renal aortogram demonstrated patient renal arteries and good flow bilaterally. The remaining stent grafts were implanted without complication. The pt tolerated the procedure well and was taken to the intensive care unit in stable condition; however, 5 days post implant the patient died of renal failure.

Manufacturer narrative:
Evaluation: resultsand conclusion: (death, renal failure) and (severely angulated aortic neck).